Event description:
It was reported that the customer's belt clip broke, causing her insulin pump to fall to the floor. The customer reported the screen cracked and there was a black spot on the screen, and the bottom half is blank. She was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.